Manufacturer narrative:
(B)(4). Vanguard cr por fem-rt 65 catalog # 183048 lot # 193110, biomet cc cruciate tray 75mm catalog # 141234 lot # j7163594, vngd ant stblzd brg 10x75 catalog # 189080 lot # 548470, vgd pr fm/cm tb/arc/pe pt catalog # 98-b002-005-15 lot # unk. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that device is fractured and all fractured pieces were not returned. The pegs are loose and the device exhibits wear consistent with usage of device. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during extraction of the block from bone. Attempts to obtain additional information have been made; however, no more is available.